Event description:
Boston scientific crm received information that this pacer dependent patient with this pacing system was in the hospital recovering from an unrelated surgical procedure and experienced a four second pause in ventricular pacing. The patient was symptomatic and his blood pressure dropped during the pause in pacing. All lead measurements were normal. The clinician indicated that the patient was connected to a (B)(4) monitor. The lead was tested in unipolar and bipolar configuration and technical services recommended extending the ventricular refractory period. The clinician called back to indicate that she was questioning noise on the ventricular channel. She faxed the strips to technical services for interpretation. The pacing system remains implanted and is pacing appropriately. The clinician will reprogram the ventricular sensitivity to 4 mv and the ventricular refractory period to 320 ms. Over four years later this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be reopened.the device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker's pace, sense and telemetry operations were found to be normal based upon a series of diagnostic tests. Analysis of the devices memory found one rest, which was found to be an access error reset. The reason for the reset is unknown. No other memory anomalies were noted.

Event description:
Event description guidant received information that this pacer dependent patient with this pacing system was in the hospital recovering from an unrelated surgical procedure and experienced a four second pause in ventricular pacing. The patient was symptomatic and his blood pressure dropped during the pause in pacing. All lead measurements were normal. The clinician indicated that the patient was connected to a phillips monitor. The lead was tested in unipolar and bipolar configuration and technical services recommended extending the ventricular refractory period. The clinician called back to indicate that she was questioning noise on the ventricular channel. She faxed the strips to technical services for interpretation. ,